Event description:
Customer "has had four plasma samples that gave clearly positive results. When they pulled the donor serum and tested they got negative results. These samples were from previously known negative donors." Procedure review indicates that the customer is following package insert instructions.

Manufacturer narrative:
Internal investigation has shown that the bulk lot of latex used to manufacture this kit is exhibiting false positive reactions when tested with known negative plasma specimens. Known negative serum specimens do not demonstrate the false positivity. Internal investigation of retention/returned kits also exhibit a false positive reaction with known negative plasma specimens, however, known negative serum specimen testing results are acceptable.